Event description:
It was reported that an unspecified quantity of clearlink y-type cath ext sets leaked from an unspecified location. This occurred during pharmacological stress testing. The sets contained pharmacological stress testing agent and radiopharmaceuticals. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in may 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.